Event description:
The patient was implanted with a left ventricular assist device (lvad), it was reported by the vad coordinator that the patient presented with worsening of heart failure symptoms. The patient reported good compliance with oral diuretics. He began having increasing edema in his lower legs, including blisters and small sores, and can only walk short distances in his home without any shortness of breath. It was also reported that the patient gained 28 lbs. Within a few days. The patient's diuretic dose was increased, but he experienced a minimal increase in his urine output. The patient was admitted into the hospital for fluid overload and was administered IV diuretics. Right heart catheter (rhc) was done 4 days later and showed high filling pressure. The patient was administered milrinone gtt and the IV diuretics were increased. The patient was diuresing well with the diuretic regimen, and the hospital staff was able to wean the milrinone gtt off and switch to oral diuretics. The patient was hemodynamically stable and was damaged to home with home health care.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.